Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found a crack on battery compartment on the bottom case also on left plunger case. The pump event history showed a motor rate error message. The technician performed an occlusion test and motor rate error. The reported issue was caused by main board being misaligned due to pump was mishandled or dropped by customer. The root cause was mishandling of device. The technician realigned main board, cleaned and greased the whole motor assembly. Performed pm maintenance and all functional testing which passed.

Event description:
It was reported that the motor was not working. No patient injury was reported.